Event description:
It was reported that the device's dso seal broken. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI: unknown. E1: phone: (B)(6). One device was received for evaluation. Visual inspection found and verified the reported problem. It was determined that the swollen dso seal was the root cause. As a result, the dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.